Manufacturer narrative:
Other text: h2: additional information: see a1, b5 and h6(patient code). H3: one cadd legacy plus pump was received damaged with a damaged housing and a cracked screen. The event history log was unable to be downloaded. The device was powered up and alarmed error code 1210 which is a corruption of the memory of the circuit board. Replace circuit board.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 1210. There was no reported adverse event.